Event description:
It was reported that the (1) ax55g was used during a lower anterior resection procedure. It was reported by the rep that the stapler had no staples when fired. The case was completed with another device and there were no consequence to the pt.